Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during implant of this bioprosthetic pulmonary valved conduit, the tissue was breaking down into particles during the surgery, and the color of the conduit appeared abnormal. This conduit was explanted. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the product specimen was visually examined. The returned portion of the device was received in one piece; approximately 4.4 cm in length of the inflow section was received. The valve and the outflow sections were not returned. No anomalies were observed and this was deemed cosmetically sound. This visual examination was performed using a 6 inch ruler, calibrated scale and a microscope. Conclusion: the returned product specimen was deemed acceptable. The investigation is ongoing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the serial tag was not returned. The valve and the outflow sections were not returned. Manufacturing personnel examined the returned portion of the device and no anomalies were identified. The returned portion of the device was deemed acceptable cosmetically. The device was not passed expiration date at time of event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.